Manufacturer narrative:
Integra has completed their internal investigation on may 9, 2017. Results: evaluation of returned device; the fixed jaw is broken. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is 0,000502% complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of 0,00017% complaints / product uses for the prior 13-24 months. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt060 provided with the device requires to: "remove from use any damaged instrument. Inspect components for any damage. If damage is observed, do not use the instrument until it is repaired" and mentions that "delicate instruments should be handled with extreme care to prevent damage".

Event description:
It was reported that the jaws of the forceps broke during an intra-abdominal urological procedure and the broken parts fell into the surgical site. All broken parts where retrieved with another forceps. The procedure was completed with another set of instrument. No patient injury and no surgical delay reported.